Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 66 mg/dl while their blood glucose reading was 90 mg/dl. Troubleshooting was performed. Insulin delivery was suspended due to sensor glucose value. The sensor glucose that triggered the suspend event was 66 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. They were advised to monitor and call back if issues persist. The sensor will not be returned for analysis.